Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during investigation, a review of the pump black box showed that data from the date of the event had been overwritten due to continued use of the pump. No cs 064 call service alarms were observed in the current black box history. During testing, the pump performed the ezprime steps successfully with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a call service alarm issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarms issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.